Event description:
It was reported to philips healthcare that the heartstart xl power supply socket was pushed in. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.